Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14n042 was manufactured from december 12, 2014 to december 17, 2014. The affected device was received for evaluation. A visual inspection on the unit (via the naked eye) noted a white particle 0.30 square mm in size, floating inside the fluid of the reservoir, verifying the reported condition. The particles were identified to be acrylic material via fourier transform infrared spectroscopy scanning. The origin of this material is unable to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white, floating particulate matter inside of a small volume intermate. The device was filled with an unspecified amount of ceftazazmine. There was no patient involvement. No additional information is available.